Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The device was not returned for analysis. A review of the lot history record and similar complaint review could not be performed as the lot information regarding the complaint device was not provided. Based on the information provided a conclusive cause for the reported patient death cannot be determined. The reported patient effect death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Title of the article: "codeployment of a percutaneous edge-to-edge mitral valve repair device and a ventriculoseptal defect occluder device to address complex mitral regurgitation with leaflet perforation."

Event description:
This is filed to report death. It was reported through a research article that a patient presented with severe mitral regurgitation (mr) and heart failure. Transesophageal echocardiography (tee) demonstrated mixed carpentier types 1 and 2 components with annular dilation, two leaflet perforations, and excessive leaflet motion (p2 flail). Under tee guidance transseptal puncture and one xtr clip was implanted. After the clip was implanted, a 10 mm amplatzer muscular ventriculoseptal defect (vsd) occluder was deployed to close one of the perforations on the posterior leaflet. These two devices significantly reduced the severity of mr. The patient recovered well, and no issues occurred after the procedure. However, six months after the clip was implanted, the patient passed away. The physician was unable to determine if the implanted clip caused the patient death. The clip was noted to be stable on the leaflets at time of death. Details are listed in the attached article, titled ¿codeployment of a percutaneous edge-to-edge mitral valve repair device and a ventriculoseptal defect occluder device to address complex mitral regurgitation with leaflet perforation.¿ no additional information was provided.